Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the non-medtronic sheath was inserted into the left femoral artery and the aortic valve was crossed in normal fashion. The guidewire was placed to apex of the left ventricle and the sheath was removed. The delivery catheter system (dcs) was inserted and resistance was met. Fluoroscopy revealed that the non-medtronic guidewire had buckled in the external iliac and the dcs had bent 90 degrees in the left common femoral artery. The patient became hypotensive. An angiogram revealed bleeding in the left common femoral artery. The stiff guidewire and sheath were exchanged. The patient's blood pressure stabilized. The valve was checked under fluoroscopy. The valve was placed in the aortic position without issue. Upon removing the sheath, an angiogram revealed an extravasation of contrast. A percutaneous transluminal angioplasty (pta) was performed from the contra-lateral side and a balloon was inflated for 10 minutes over the left common femoral artery. An angiogram was performed again and no extravasation was noted. It was reported that it was unable to determine if the perforation was caused by the guidewire or the nose cone of the dcs. No further adverse patient effects were reported.